Manufacturer narrative:
Section f9: correction; approximate age of device- 8 months, 1 day. Section g3 correction, reported in a study. Section g4: correction; the manufacturers aware date on the second report for this event (2916596-2019-02747 follow-up 1) was reported to be may 28, 2019. The correct date was may 24, 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented with localized pleural effusion and had a pigtail catheter placed on (B)(6) 2019. It was reported the patient received 2 units of ffp prior to pigtail insertion. The pigtail was removed on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
The patient's history of driveline infections are reported in MFR number: 2916596-2019-01263 and 2916596-2019-01303. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted due to purulent discharge and redness around the driveline site. The patient detailed to have pulled the driveline site accidently. The patient has a history driveline infection with a known colonized pseudomonas being treated with chronic dicloxacillin. No further information was reported

Event description:
It was reported the exit site and chest axillary wound tested positive for pseudomonas. The CT scan of the chest noted localized effusion. The patient was discharged on intravenous zosyn. The reported infection was resolved on (B)(6) 2019.